Manufacturer narrative:
Complaint conclusion: a 9mm x 29mm palmaz genesis peripheral stent on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) was found with the stent out of the mark point, the occurrence of overloading when the surgeon opened the packaging. The procedure was completed using another unknown stent. There was no reported patient injury. The device was opened in a sterile field. The intended target site was the subclavian artery. The issue was noted when the device was being preloaded outside the patient. The stent was not manipulated during prep. The sds was stored and prepped according to instructions for use (IFU) guidelines. The user was very experienced with the device. Photographs were provided. The device was not returned for analysis. Two photographs were received for analysis. Per visual analysis, it was observed to be a non-sterile catheter; the stent is not deployed and it looks slightly moved from the original position. No other anomalies can be noticed from the pictures. A product history record (phr) review of lot 82178943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent-offset/out of position¿ was confirmed by visual analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator handling, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿warning: do not use if the inner package is opened or damaged. Prior to stenting, the palmaz genesis® peripheral stent on opta® pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: a 9mm x 29mm palmaz genesis peripheral stent on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) was found with the stent out of the mark point, the occurrence of overloading when the surgeon opened the packaging. The procedure was completed using another unknown stent. There was no reported patient injury. The device was opened in a sterile field. The intended target site was the subclavian artery. The issue was noted when the device was being preloaded outside the patient. The stent was not manipulated during prep. The sds was stored and prepped according to instructions for use (IFU) guidelines. The user was very experienced with the device. Photographs were provided. The device was returned for analysis. Two photographs were received for analysis. Per visual analysis, it was observed to be a non-sterile catheter; the stent is not deployed and it looks slightly moved from the original position. No other anomalies can be noticed from the pictures. One non-sterile genesis .035 9.0x29 135cm sds was received coiled for analysis inside a plastic bag. Per visual analysis, the stent was observed slightly moved from its original position. No other anomalies were noted. Per microscopic analysis marks on the balloon are noted where the stent was originally placed. Additionally, a liquid is noted inside the balloon. A product history record (phr) review of lot 82178943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - offset/out of position - during prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural and handling factors may have contributed to the event as evidenced by fluid in the balloon and stent marks noted on the outer surface during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. Neither the phr review, the images provided, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82178943 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 9mm x 29mm palmaz genesis peripheral stent on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) was found that the stent was out of the mark point, the occurrence of overloading when the surgeon opened the packaging. The procedure was completed using another unknown stent. There was no reported patient injury. The device was opened in sterile field. The intended target site was the subclavian artery. The issue was noted when the device was being preloaded outside the patient. The stent was not manipulated during prep. The sds was stored and prepped according to IFU guidelines. The user was very experienced with the device. The device will be returned for analysis. Photographs were provided and available for review.